Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was implanted with an afx2 and two aortic extension to treat a contained rupture abdominal aortic aneurysm on (B)(6) 2018. The final angio showed good exclusion of the aneurysm, however during the procedure the patient needed CPR numerous times. The surgeon felt that the aorta had ruptured and elected to open the patient's abdomen to decompress the rupture. It was then noted that the aorta was torn in the para-renal aorta. It was decided that an explant and sown in surgical graft was the best option. Patient is currently in the ICU and in stable condition.

Manufacturer narrative:
Based on the provided information clinical assessment confirmed the reported event of the patient being transferred from an outlying facility with a contained rupture, intra-operative surgical conversion-open repair, and device explant. The reported intra-operative adverse events of rupture, and a small hole in the stent graft were unable to be confirmed due to the lack of intra-operative notes/images from the implant procedure. The event is most likely procedure related and user related. Procedure related harms for this complaint is converter to open repair and explant of the device. The final patient status wasn't reported. The most likely root cause of the event was the urgent presentation and reported multiple attempts of intra-operative CPR. The explanted device was not returned; therefore, a device evaluation was not completed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Device manufacturer date - correction. Device coding - correction; removed 2993.